Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing for an unspecified procedure using the subject device in combination with the video processor cv-290, it was found that only stripe noise was displayed on the screen of the subject device. The user replaced the subject device to another similar device to complete the intended procedure without more than fifteen minutes extension.olympus (B)(4) found that during the incoming inspection for repair of the subject device, for a while after start up, the screen of the subject device became blackout and the power of the subject device automatically turned off, and also found that there was no sign of reported stripe noise on the screen of the subject device.there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the reported phenomena (blackout and power off), and also found that these phenomena were caused by the failure of the printed circuit board (g1 board). The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.